Event description:
It was reported that the user experienced a hyperglycemic event after overcorrecting a prior hypoglycemic episode, with a documented blood glucose of 118 mg/dl at the time of contact and no insulin on board; the agent obtained a blood glucose questionnaire and advised follow-up as needed, later recommending consultation with a clinician and a factory reset, and arranging additional training. Symptoms included hyperglycemia following a preceding hypoglycemic event. Outcomes included user-initiated self-management without need for additional assistance and no hospitalization. Investigation included agent review of the event history through a blood glucose questionnaire and a recommendation for device reset and user training. Investigation of this case revealed no confirmed device malfunction and no specific device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.